Event description:
The complianant has reported that a pt, age and gender unk, underwent a therapeutic procedure for treatment. The ultraflex tracheobronchial stent was inserted for placement. As the clinician attempted to reposition the stent for deployment, the deployment suture broke. He then attempted to grasp one of the stent wires with forceps. This wire broke as well. The un-deployed stent was removed. There was no report of death, serious injury or mistreatment associated with this event. There was no pt injury or complication reported. The clinical outcome and pt condition are noted to be satisfactory.